Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad, which was experienced during evaluation. Evaluation found the #0, #1, and #2 keys to function intermittently. It was determined to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.